Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported while checking on the pt, the nurse noted air in the tubing distal to the pump with no pump alarm. At that time, the nurse reported there was 6 inches of air in the tubing set past the cassette. It was reported that no air reached the pt. The tubing set was replaced and the therapy was resumed using the same pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm's ability to trigger in alarm for the presence of air. Several corrective actions had been identified. A clinical bulletin was issued to notify customers to use air limitation filters and not to over program the volume to be infused in the device. Secondly, an urgent device recall was issued notifying customers on air mitigation, product info on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered. Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010. Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated. Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets. This report represents all the info known by the reporter upon query by hospira personnel.